Event description:
Patient's right total knee had been revised with 15mm insert due to back side wear. The locking mechanism is worn completely off and the insert was loose. The femoral literally lifted out.